Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was a leak coming from the white blood count (wbc) bath of the coulter ac-t diff analyzer. There was no reported impact to patient sample testing associated with this incident. The customer was wearing appropriate personal protective equipment (ppe) at the time of the incident. The customer confirmed that no injuries occurred and no-one sought medical attention and that there was no exposure to skin, open wounds or mucous membranes.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and discovered that the customer was having wbc voteouts and the wbc bath was overflowing. The fse performed clot detection and the errors went away. The fse also replaced the drain pump, bleached the wbc bath, and verified repairs per established procedure. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).